Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. One encor probe was returned for evaluation. The trocar probe tip was returned completely detached from the probe needle. The probe was examined closer under magnification, and it was found that the break was at the weld joint between the probe tip and the probe needle. The probe was disassembled and both internal stops were verified to be broken off of the front housing. The tip of the cutter was found to be damaged, indicating that the cutter made contact with the probe tip. The broken internal stops allowed the cutter to advance too far forward into the probe tip, causing the weld joints to break and the tip to detach it is unknown how or when the internal stops broke. The investigation is confirmed for a detachment and a break. The root cause for the tip detaching was determined to be due to the broken internal stops. However, the root cause for the internal stops breaking is unknown. The current instructions for use states: complications that may be associated with the use of the encor biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection.

Event description:
It was reported that during an ultrasound-guided two lesion breast excision, upon completing the second lesion removal the probe tip was found to be detached. The incision was enlarged and the tip was removed. The procedure was completed through open surgery. The patient was discharged from the hospital.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.